Manufacturer narrative:
Tthe device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable was twisted. Based on the results of the investigation, it is likely the following led to the malfunction: video cable is broken and therefore stripes in image occur. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a flickering image on the screen whenever the cable was moved. There were no reports of patient harm.